Manufacturer narrative:
Off-label use: device was used during hospitalization.

Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a bg of 57 mg/dl after a dinner meal announcement and was hospitalized at (B)(6) hospital. The user was treated with IV dextrose and oral carbohydrates and remained on the ilet during hospitalization until discharge on (B)(6) 2025. No further complications were reported.